Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 122, 506 mg/dl and hi when all tests were performed within 10 minutes on the advantage system. Reporter stated he took 18 units of insulin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.